Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed an error. The blood glucose reading was 172mg/dl. The displacement test was performed and the device failed the test. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarmed during rewind due to out of phase motor encoder signal. Unable to perform displacement test due to motor error alarms. No alarms noted.